Event description:
The user facility reported that six or seven blood leaks have occurred over the past one to two months. All dialyzers were from the same lot number and had been pre-processed or re-processed with renalin. The blood leaks were all described as minor. In each of these events, the blood in the circuit was returned to the patient and the units were discarded. On follow-up communication, it was discovered that the technician had been rinsing the dialyzers during pre- and re-processing at a very high pressure of aproximately 1427-mm hg. Additional event specific information was not available.